Event description:
It was reported to boston scientific sales rep that during a procedure, a maestro 3000 pod ablated on it's own. The system was rebooted and ablation was completed. There was no pt's injury.

Manufacturer narrative:
We were unable to obtain any further info regarding the event. Bsc sales rep made a request to obtained a copy of the ablation summary log from the recording system used on the procedure to determine the time of the ablations, temperature reading, power, impendance and others that will help us in the initial analysis of the event. There were no prior service records and no similar complaints reported for this particular device. Customer complaint history review has determined this is the second complaint reported for the same event at this hospital using different equipment. That report was submitted under medwatch report # 2953184-2007-00003. There have been no other complaints reported for this event. The device will be evaluated and supplemental report will be submitted after completion of the device analysis.